Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain, discomfort and stiffness.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, with discomfort, pain and stiffness. The devices remain implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV with discomfort, pain and stiffness. The device have been explanted and replaced.

Manufacturer narrative:
Information concerning this record had previously been sent under manufacturer report number : 9617229-2022-09348. All further information regarding this record will be sent under manufacturer report number : 9617229-2021-16608.